Manufacturer narrative:
Samples were not received for the investigation. The device history record (DHR) for the reported lot number was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for shield issues. The shop orders used for this lot met all defined acceptance requirements and were released. The lot was produced between 06may2021 and 07may2021. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue. There were no anomalies found during a review of the DHR¿s, maintenance records or process monitoring data. There was no evidence of any systemic failure of the manufacturing process. Based on the available information, the root cause of the reported issue could not be determined, and the initiation of a corrective action is not required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the safety device failed during a vaccination. They also tried the safety device on a clean needle, and it did not engage causing the needle to protrude out the end. Per additional information received, there was no medical intervention required.